Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total hip arthroplasty the surgical tech began opening the packaging for the stem, she noticed there were parts of the plastic wrapping that were open and the packaging appeared to be dirty. She notified the surgeon and he declared the implant un-usable. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the photographs provided confirmed the sterile packaging pouch is damaged and debris inside the sterile packaging which is consistent with the appearance of the porous coating inside the sterile barrier. No damage to the sterile blister was reported. Sterility has not been breached. Therefore, the reported event is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event it likely to be damage during transit. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.